Event description:
Bridle removed from packaging, inspected magnets to ensure they connected appropriately before attempting placement on patient. Magnets did not connect appropriately; appear to be backwards on device. Device removed, new corgrip system taken from omni, ensured different lot #. New corgrip without issues. Corgrip with altered magnets was checked prior to proceeding with placement, found to have altered magnets prior to attempting placement on patient.